Event description:
It was reported that prior to an unk procedure, the device would not cut and would not coagulate. Another device was used to complete the case. No pt consequence was reported. It was not reported how the case was completed.